Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided culture results, the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing by olympus, the device evaluation, and the lms final investigation. Additional information added to the following fields: b3, b5, d8, d9, h3, h4, h6. The lm reviewed the customer provided the cds processes and there were no obvious deviations from instructions for use (IFU). Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: july 09, 2024. Sampling from: all channels. Cfu: 0 cfu. Bacterial identification: n/a. The device was evaluated where additional potential adverse event(s) were confirmed, white foreign material was noted in the air/water cylinder, air/water channel, and auxiliary water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." In regards to the foreign material, a definitive root cause could not be determined. The foreign material could not be identified, however, it is likely from an antifoaming agent like simethicone. The cause of why the material remained in the device could not be specified. There was no deformation/damage to the area where the foreign material remained and it was confirmed that reprocessing was performed in accordance with the instructions for use (IFU). It was noted that olympus does not recommend use of simethicone as there is a risk that simethicone may remain the device even reprocessing was conducted properly in accordance with the IFU. The user may prevent foreign material in the air/water channel/cylinder by handling the device in accordance with the following IFU: operation manual_ insertion_ air/water feeding and suction air/water feeding_ warning:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. The user may prevent the foreign material in the auxiliary water channel by handling the device in accordance with the following IFU: auxiliary water feeding_ warning:nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for 0.1 colony forming units (cfu) of citrobacter freundii, 70 cfu of escherichia coli, 28 cfu of klebsiella pneumoniae, and 8 cfu of enterococcus faecium. The suction channel was sampled.